Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have failed energy recognition test. The instrument was placed on an in-house system and it was connected to an in-house energy generator. The instrument failed the energy recognition test. Additional observation(s) : the instrument was found to have the curved blade broken at the tip. A piece approximately 0.618" x 0.085" was found to be broken off and it was not returned. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (example: staples, clips) during use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument generated a message to reduce the pressure on the knife head to prevent fracture. The user completed the procedure using a backup instrument with no further issue reported. No known impact or patient consequence was reported.